Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that when the pt traveled to (B)(6), she was forced to pass through the security equipment without first turning off the device. Approximately 12 hrs after the incident, the pt reported feeling a marked difference in the stimulation and a zapping, uncomfortable sensation at the ipg pocket. The pt also experienced difficulty communicating with the ipg. On (B)(6) 2010, the ipg was replaced. The pt is currently satisfied with the new device.